Manufacturer narrative:
Initial.

Event description:
It was reported that a user shut down the ilet pump before a shower and was unable to turn it back on, resulting in a period without insulin delivery with a blood glucose of 331 mg/dl, until an agent guided the user to place the pump on the charger and restore operation, reconnect to the cgm, and resume dosing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included monitoring of blood glucose with instructions to call back if levels did not return to range, and no hospitalization or alarms. Investigation included remote troubleshooting and education to restore device function and confirm continuous glucose monitor (cgm) readings and dosing status. Investigation of this case revealed user error related to shutting down the pump rather than pausing it, with the device functioning as designed after restart and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error without device malfunction.